Event description:
It was reported that intermittent occlusion alarms ocurred. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer cleared the alarms and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.